Manufacturer narrative:
Product complaint # (B)(4). (B)(4) lose of or failure to bond is being retracted since the loosening was at cement to bone interface.

Event description:
Additional information received indicating that the loosening happened at cement to bone interface. As per sales rep, they are unsure of the cement originally used in the operation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr: (B)(6), on (B)(6) 2019. Patient was operated on at the beginning of september and had a cemented c-stem hemiarthroplasty operation. The stem has since subsided and required a revision to address a periprosthetic fracture as well as a loose stem due to poor bone quality. The revision operation was a success with a new long stemmed c-stem being placed back in the patient, along with a bipolar head to complete the revision hemiarthroplasty. Surgeon very happy with outcome of operation immediately after completion (details n/a.).